Event description:
As reported to coloplast, though not verified, patient experienced pain, urinary incontinence, physical deformity, loss of ability to perform sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.